Event description:
A malfunction alarm occurred on the pump. There was no reported adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, including a software update as part of the process. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to contact support again if any further issues arose.